Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 144 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer also reported that the insulin pump counted 1 to 6 and went blank. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted, however moisture damage on the lcd board. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.